Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid right coronary artery (rca). A 3.50 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon reaching the proximal rca where a stent was previously implanted, the 3.50 x 24 synergy¿ stent touched the previously implanted stent and became lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid right coronary artery (rca). A 3.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, upon reaching the proximal rca where a stent was previously implanted, the 3.50 x 24 synergy stent touched the previously implanted stent and became lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.